Event description:
This lead was returned without documentation from medtronic. The serial number on this lead is unreadable. Should additional information be received, this file will be updated.

Manufacturer narrative:
This file was opened in error. We were notified that this lead is a dextrus 4136, and there are no known complaints against it. Should we receive additional information we will open a new file.